Event description:
It was reported that the programmer failed to interrogate the implantable device. The physician tried to interrogate the device before the implantation, but the error popped up. The same issue occurred when the physician tried to interrogate the same device model after the reboot. The procedure was successfully finished with another programmer. The physician did not encounter an error message when interrogating a different device model. It was indicated that it would be returned for repair no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).